Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded motor home switch, scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and broken belt clip rails. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damage at belt clip ridge. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.